Manufacturer narrative:
Concomitant medical product: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2014, product type: pump. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative in regard to a patient receiving bupivacaine 15 mg/ml at 6 mg/day and dilaudid 15 mg/ml at 6 mg/day via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain. It was reported at a refill that occurred on (B)(6) 2015 a volume discrepancy was recorded. The actual residual volume (arv) was greater than the expected residual volume (erv), arv: 15 ml and erv: 4 ml. At a previous refill after the pump was replaced there was a volume discrepancy arv was greater than the erv. The specific volumes were not reported. The patient was complaining of not getting pain relief since the pump was replaced on (B)(6) 2015. The change in therapy/symptoms was considered sudden. No further troubleshooting had been performed at the time of report. Additional information received from a company representative reported dye and rotor studies were performed on (B)(6) 2015. The pump appeared to be functional as no problems were found with the (B)(6) study. They were unable to aspirate the catheter when they tried to do the dye study. A volume discrepancy was noted at the patient last 4 refills. The initial reporter information, actions/interventions and cause were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.